Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported infusion set cannula was bent and had high blood glucose levels which was treated with correction injection via multiple daily injections (mdi) on 02 may 2026 and symptoms were observed within three hours of insertion.